Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had presented to the hospital for an aortic valve surgery. The clinician performed an autocapture test successfully and turned the autocapture feature on. As the session was ending, a loss of output was noted and the patient complained of experiencing lightheadedness. The device was re-interrogated and the autocapture feature was turned off and reprogrammed. On (B)(6) the device was checked and normal in-range measurements were noted. On (B)(6) 2015 the patient was seen again and an escape rhythm was present. The device was reprogrammed and the patient was discharges. The patient presented for follow-up on (B)(6) and no anomalies were noted; the patient was in stable condition.

Manufacturer narrative:
(B)(4).